Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and was released on (B)(6) 2016. Although requested by tandem technical support, no additional information was provided on the reported event.